Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was reported that the patient had a diagnostic laparoscopy on (B)(6) 2010. On (B)(6) 2011, the patient had an umbilical hernia repair. On 7/10/12, the patient had umbilical and rectal mesh removed. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted along with concurrent implantation of tyco surgipro mesh due to vaginal vault prolapsed. It was reported that following insertion the patient experienced pain, erosion, urinary/bowel problems, recurrence, dyspareunia, and vaginal scarring. It was reported that patient underwent mesh removal on (B)(6) 2012 due to chronic pelvic pain. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.